Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had failed battery test. The customer¿s blood glucose level was unknown. The customer also reported that the failed battery alarm reoccurred. The customer not received low battery alert prior to the off no power alert. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test, off no power test . Device received with normal operating currents. No unexpected battery power loss, off no power alarm, failed battery alarm and unexpected restart alarm noted during the testing.